Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy issues with an apollo hf device occurred. The device was used the whole surgery without issues and without error messages. At the end of the surgery the customer noticed a big scald on the patient skin. The customer further reported that the harm had to be caused by two hot drain water from the apollo device.

Manufacturer narrative:
This supplemental submission is to add the part number of the device involved from an unknown part number.